Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with redness at the pacemaker site. It was suspected that the patient had developed an infection. It was also noted that the right ventricular lead exhibited high threshold and low impedance. The pacemaker and lead were explanted and infection was confirmed. The patient was stable after the procedure.